Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to resolve the issue. Additionally, it was reported that the battery gauge was fluctuating. Customer continued to use the pump for insulin delivery. Customer's blood glucose was 190 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.